Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she had been receiving no delivery alarms for the past two months. Customer stated she has been in and out of the hospital because of non diabetes related issues. Customer stated she was going back to insulin pump therapy after being off of it for a while. Customer was unable to troubleshoot because she didn't have infusion sets. Nothing further reported.